Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned device noted that the stent had been deployed and the stent was not returned. A visual examination of the returned device found that the inner shaft was broken proximal to the distal end of the clear outer sheath. A microscopic examination of the inner shaft found that it was stretched and tapered down in the immediate vicinity of the break site. This damage is consistent with meeting resistance combined with the application of tensile force. The detached section of the inner was not received for analysis. It was also noted that the delivery system was open upon receipt as the outer sheath had been fully retracted. Additionally it was noted during analysis that there was a pronounced bend in the clear outer sheath and the light blue outer sheath was compressed distal to the guidewire access sleeve. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu instructs the following; ¿after the stent is correctly positioned and fully deployed, while monitoring under fluoroscopic guidance, hold the leading handle stationary and carefully retract the trailing handle until the tip is flush with the end of the outer sheath. Then retract the delivery system and guidewire through the endoscope. Note: if during delivery system withdrawal, the delivery system is not free of the stent and/or the stent begins to move distally down the bile duct, immediately stop retraction of the delivery system. Advance the inner sheath of the delivery system forward by advancing the trailing handle of the delivery system while holding the leading handle (outer sheath) stationary. Carefully advance the inner sheath forward approximately 1 cm and commence retraction of the delivery system again. Repeat until the inner sheath can be retracted without interfering with the position of the deployed stent¿. Therefore, the most probable root cause classification is user error.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) biliary stenting procedure performed on an unknown date. During the procedure, during stent deployment and catheter withdrawal, part of the stent delivery system broke and detached inside the patient. The detached part was successfully removed from the patient. It was reported that there were no ill effects on the patient as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) biliary stenting procedure performed on an unknown date. During the procedure, during stent deployment and catheter withdrawal, part of the stent delivery system broke and detached inside the patient. The detached part was successfully removed from the patient. It was reported that there were no ill effects on the patient as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.